Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to charge the ipg effectively. The patient underwent an ipg replacement procedure. No malfunction was suspected by the physician. The patient was doing well postoperatively.